Event description:
The customer reported, that they observed a false positive test interpretation, while performing antibody screen testing on the ortho provue analyzer. The sample was repeated in manual gel method using the same lot of gel card and reagent red cells. A negative reactivity was obtained. If this type of malfunction were to reoccur during the blood typing, a patient could be transfused with the wrong blood type. There was no report of patient harm as a result of this event.

Manufacturer narrative:
An ocd field engineer visited the site. No definitive root cause was determined. The fe performed adjustments to the reader camera, created a new reference image and performed the appropriate components checks to return the analyzer to expected operation.